Event description:
Pt was undergoing elective stent implantation to lcx system. Stent became dislodged and was located in right leg. Second stent was implanted in lcx. Pt then taken to surgery where stent was surgically removed from right leg.